Manufacturer narrative:
Initial reporter address: (B)(6). The lot was manufactured between july 09, 2020 - july 10, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.